Event description:
It was reported that the customer had a seizure and experienced low blood glucose of 25mg/dl. Then the customer was taken to the hospital by the ambulance. It was stated that his doctor changed the basal rate and messed up the settings while attempting to connect the new insulin pump. The caller stated that the hospital kept him until his blood glucose back up to 182mg/dl, and then they released him. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.